Event description:
It was reported that the patient experienced heart palpitations. It was noted via the remote transmission that the right ventricular (rv) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead implanted: (B)(6) 2014; 429878 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the patient passed away approximately nine months after the high thresholds were noted on the right ventricular (rv) lead. The patient's cause of death was listed as cardiac arrest. Follow up revealed the patient was seen for a device check approximately two weeks prior to their death. At that time, the device was functioning properly and all measurements taken were within normal limits, including the rv thresholds. Attempts to obtain further information regarding the patient's death were unsuccessful.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.